Event description:
A (B)(6) customer received a blood glucose reading of 198mg/dl on the contour xt, retested on the contour meter and the reading was 80mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and meters were sent to the customer.

Manufacturer narrative:
Corrected lot# of test strips : 3hfef04, expiration date 08/31/2015. Manufacture date: 08/01/2013.

Manufacturer narrative:
The model # was not provided. In some countries outside the us, customer information is not provided due to privacy laws.